Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional/ corrected data: b5- the reporter indicated that the surgeon implanted a 13.7 vticm5_13.7 implantable collamer lens of diopter -11.0/+5.0/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023 as a replacement lens. The patient experienced residual astigmatism. Reportedly "the surgeon is planning to exchange the lens with spherical icl and perform the lri for astigmatism". It was later reported "as I checked with the surgeon, the patient still has the residual astigmatism (-1.0 cyl). However, the patient didn't feel uncomfortable and hasn't come back to the clinic for follow-up. The surgeon said that it doesn't seem to have further treatment." The lens remains implanted. Corrected data: h6- medical device problem code: "2923" should be removed and "3189" should be added. Claim# (B)(4).